Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of bacterial peritonitis in a patient coincident with dianeal-n pd4 1.5 therapy for chronic renal failure. At the time of this report, the action taken with dianeal-n therapy was ongoing dose not changed. On (B)(6) 2012, the caregiver contacted baxter (B)(4) technical services and reported the patient had been hospitalized for peritonitis on an unreported date. The cause of the peritonitis was not reported. On an unreported date, the patient began remedial therapy for the peritonitis with an unspecified antibiotic. On (B)(4) 2012, the physician was contacted and reported the event to be bacterial peritonitis. This peritonitis event was resolving.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.